Event description:
A facility representative reported that during surgery, they noticed that lens was cracked in multiple pieces, had to be cut out of patients eye. There was patient contact. Procedure completed on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).